Event description:
It was reported that this programmer exhibited touch screen issues during a patient follow up. No adverse patient effects were reported. The programmer was returned for analysis and repair.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt. Baseline testing was initiated and a code 40688 error message was observed on the programmer screen. The programmer was opened in order to facilitate inspection and testing of the internal components. Detailed testing determined an internal crystal part was not oscillating as it should. Once reassembled, the part began oscillating properly. Additional functional testing was completed to assess the touch screen. The programmer was not responding to touches on the screen. The programmer was disassembled again and no issues were observed with the connections between components. Individual components were replaced but the issue persisted, confirming the lcd touch screen itself was the cause of the issue. Once replaced, the programmer performed as expected.